Event description:
The pt has 2 scs systems, a thoracic and cervical system. It was reported the pt had not used or charged her cervical ipg in the last six months. The ipg was unable to establish communication with the programmer and charger. The sjm representative will meet with the pt to confirm the issue and determine the next course of action. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.